Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es global find function had not worked for all the med stations on-site, displaying an error message stating, "server connection failed". The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the global find function had not worked for all the med stations on-site, displaying an error message stating, "server connection failed". The technical support specialist (tss) had investigated the global find issue affecting all stations and identified that port 808 was closed, along with several disabled services on med room and the server. The tss enabled and started the necessary services across all 11 es stations and the server. After testing, port 808 was confirmed open, and the customer verified that the global find function was working properly. The system functioned as intended after the technical support specialist troubleshot the device.